Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: craniotome device, 01/01/2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cutter device was blocked inside the craniotome device. It was further determined that it was difficult to remove the cutter from the attachment. It was observed that the cutter was heavily worn out and damaged and was not usable anymore. It was noted in the service order that while cleaning the craniotome device after a procedure, it was discovered that the cutter device was not coming out of the craniotome device (cutter was not disengaging from the attachment). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.